Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. This condition is unrelated with the incident reported. Please note that the stopcock valve performed as intended; no anomalies were noted. The final quality release criteria were met before this batch was released for distribution.

Event description:
It was reported that during a cholecystectomy procedure, there was a gas leak from the stopcock valve because it remained always open. The case was carried out by using another device. There were no adverse consequences for the patient. One device will be returning.